Event description:
Attorney reported: on (B) (6)2007 - pt underwent surgery to repair an inguinal hernia. A composix kugel patch was used to repair the defect. As a result of using the bard composix kugel hernia patch, pt was caused to suffer, among other injuries, product failure, severe infection, intestinal fistulas and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection and intestinal fistulas sustained by patient was due to the composix kugel hernia patch.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.